Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A baseline left-sided pe measuring approximately 0.6 cm was noted prior to the procedure. A versacross connect device was used for transseptal puncture. A pigtail catheter and versacross guidewire were utilized during left atrial access. A 27mm watchman flx pro delivery system and closure device (wds) was deployed in the laa. The closure device met release criteria, was implanted, and the procedure was concluded. Post-procedure assessment demonstrated no change in the baseline effusion. Approximately two (2) hours after the procedure, while in recovery, repeat imaging identified an increase in the left-sided pe to approximately 2.1 cm. The issue remains ongoing. It was further reported the patient did not require any further interventions other than monitoring imaging, and the patient was discharged home the same day post index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A baseline left-sided pe measuring approximately 0.6 cm was noted prior to the procedure. A versacross connect device was used for transseptal puncture. A pigtail catheter and versacross guidewire were utilized during left atrial access. A 27mm watchman flx pro delivery system and closure device (wds) was deployed in the laa. The closure device met release criteria, was implanted, and the procedure was concluded. Post-procedure assessment demonstrated no change in the baseline effusion. Approximately two (2) hours after the procedure, while in recovery, repeat imaging identified an increase in the left-sided pe to approximately 2.1 cm. The issue remains ongoing. It was further reported the patient did not require any further interventions other than monitoring imaging, and the patient was discharged home the same day post index procedure.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiography (tee) guidance. A baseline left-sided pe measuring approximately 0.6 cm was noted prior to the procedure. A versacross connect device was used for transseptal puncture. A pigtail catheter and versacross guidewire were utilized during left atrial access. A 27mm watchman flx pro delivery system and closure device (wds) was deployed in the laa. The closure device met release criteria, was implanted, and the procedure was concluded. Post-procedure assessment demonstrated no change in the baseline effusion. Approximately two (2) hours after the procedure, while in recovery, repeat imaging identified an increase in the left-sided pe to approximately 2.1 cm. The issue remains ongoing.